Event description:
It was reported that during a therapeutic stone removal procedure the tip of this stone cone broke off and was removed with a forcep. The case was completed successfully with no patient complications.